Event description:
It was reported during a laparoscopic cholecystectomy while using the 511st trocar the o ring fell into the pt's abdomen. The o ring retrieved from the pt's abdomen by the surgeon. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: desufflation lever condition conforming, inner gasket condition conforming, outer gasket condition, cut, sleeve condition, conforming, stopcock condition, conforming. Functional tests & results: flapper door functional conforming. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was confirmed that reported event occurred. Sleeve was received with inner gasket dislodged from its original position. Inner gasket was received in separate sealed pouch. No conclusion could be reached as to how inner gasket had become dislodged from its original position.